Event description:
Reportedly, the programming inductive head intermittently fails to initialize.

Event description:
Reportedly, the programming inductive head intermittently fails to initialize.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190322 - file-2018-02830 - analysis_and_closure_report_resp-2019-00463.pdf].